Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because the monofilament was not returned with the device the scope of the investigation was very limited and the reported suture breaking when the rail suture was being retrieved from the device was not confirmed. However, analysis of the returned device did not indicate any product quality deficiency that would contribute to the reported suture break. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an interventional procedure for treatment of peripheral arterial occlusive disease, arteriotomy closure of the femoral artery was attempted using a perclose proglide device. Reportedly, the suture broke when the rail suture was being retrieved from the device. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.